Event description:
According to the reporter, during an ablation procedure, the units had burning smell and stopped working. The procedure was cancelled and was put up in some other time. Patient already under anesthesia at the time of the event. The units were replaced.

Manufacturer narrative:
D10 concomitant products: cagenhp - hp ablation gen cagenhp, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.